Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported images appeared to have blown-out highlights at the center and a strong reddish tint during an unspecified procedure involving an olympus video system center. The customer did not suspect any probable cause of the blown-out highlights at the center and a strong reddish tint. There was no patient injury reported.